Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The instrument passed energy recognition test. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage to the conductor wire(s). Advanced analysis found the following: the instrument passes energy recognition, however fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. The complaint regarding poor energy delivery was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, fenestrated bipolar forceps was found to have energy failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. No patient harm was reported.